Manufacturer narrative:
The customer was provided with the option to have their glidescope avl video baton 3-4 returned for evaluation. A verathon complaints specialist followed up with the customer to gather additional information. The customer, a biomedical engineer, later confirmed that they had purchased a replacement device and the reported baton was removed from service. Upon review of the device history for the serial number (B)(4) was determined that the device was manufactured on 14-jan-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, four (4) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was flexed. The procedure was completed using a backup glidescope avl video baton 3-4, which was made available within 2 minutes. No harm to the patient or user reported.